Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the us and not sold in the us. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded fm was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded fm was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that an bd vacutainer® edta 2k tube had an embedded smear on the cap.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.